Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system, including an ipg, on (B)(6) 2009. It was reported the ipg will be explanted and replaced on (B)(6) 2011 due to a loss of both stimulation and telemetry. It is currently unk if the explanted ipg will be returned to the MFR for analysis after it is explanted. F/u on the pt found no further issues reported.